Event description:
Event description guidant received information that the implantable cardioverter defibrillator reached an eri (elective replacement indicator) battery status in 31 months. The physican was dissatisfied with the longevity of the ICD so it was removed and returned to guidant for analysis.